Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 4 years ago. The aneurysm morphology at the time of implant and currently were not reported or known. The vessel morphology at the time of implant was reported as there was a short length of 14 mm in length. The patient had a type ii endoleak at least two years ago, as the type ii endoleak was coiled one year ago and six months ago. Currently, the vessel morphology was reported as there is disease progression and shorting in length of the aortic due to aneurysm expansion. CT revealed that the stent graft has migrated about 18 mm into the aneurysm sac with a type I endoleak. The physician believes that the cause of the migration most likely is related to the enlarging aneurysm from the type ii endoleak. The patient will be treated. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent graft migration, endoleak), patient's condition affected effectiveness of device (anatomy related; type 2 endoleak w/aaa expansion). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type 2 endoleak w/aaa expansion).